Manufacturer narrative:
The biomedical engineer (bme) reported the ECG waveform displayed significant artifacts/noise on this zm transmitter. The patient was moved to another unit, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Org: model #: org-9110a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported the ECG waveform displayed significant artifacts/noise on this zm transmitter. The patient was moved to another unit, which resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported the ECG waveform displayed significant artifacts/noise on this zm transmitter. The patient was moved to another unit, which resolved the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the ECG waveform displayed significant artifacts/noise on this zm transmitter. The patient was moved to another unit, which resolved the issue. No patient harm was reported. Investigation summary: repair center evaluation identified signs of liquid exposure. Upon power-up, the device displayed a white screen, preventing functional testing and duplication of the reported signal loss condition. Based on the evidence of liquid exposure and the unit's low serial number falling within the scope of an existing CAPA, the device was designated for scrap. The root cause is internal damage consistent with liquid intrusion. No further investigation is required. Cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Org: model #: org-9110a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.